Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume was reached. The pump was last refilled by the reporter in (B)(6) 2014, and once in (B)(6) 2014 while the patient was hospitalized (which was noted to have been unrelated to the device therapy per the reporter). The reservoir was empty 2 weeks prior to the date of the report, and they were subsequently hearing the pump alarm. The reporter did not know if the patient went through withdrawal or had been given any oral baclofen. When the reporter withdrew from the reservoir on the date of the report, she aspirated 1-2 ccs. It was later reported that the patient had no physical symptoms. The cause for the alarm was due to the patient missing a refill. The pump was refilled and the patient recovered without permanent impairment. The pump system was being used to infuse baclofen (compounded).

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, lot# j0056634r, implanted: 2001 (B)(6); product type catheter. (B)(4).